Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The condition identified through evaluation was verified. The device was found out of specification in relation to the delayed keypad response that was reproduced. Evaluation found the condition to be caused by a failed processor board. The processor board was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During a service evaluation, baxter medina determined that a spectrum pump experienced delayed keypad response. There was no patient involvement associated with this event. No additional information is available.